Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve within a severely stenotic perimount surgical valve, the sapien valve pushed a leaflet of the perimount valve over the left coronary ostium and the leaflets of the sapien valve were noted to be functioning sub-optimally on echo. The patient was converted to open heart surgery and both valves were resected. The sapien was deployed in a 50:50 position within the stenotic perimount surgical valve. Flaring was noted on both the inflow and outflow sides of the sapien valve, as well as on the outflow side of the perimount valve. Post valve deployment, the patient did not recover well (systolic pressures in the 50's on significant pressors). The medical team attempted to perform a selective coronary angiogram but had difficulty engaging the left coronary ostium. Flow down both coronary arteries was observed using non-selective injections. On echo, the leaflets of the sapien valve appeared to be functioning sub-optimally. There was moderate aortic insufficiency and a restriction of forward flow. A pigtail was advanced and the sapien leaflets were probed, which caused some improvement of leaflet mobility. Intraaortic balloon pump (iabp) support was initiated which improved the coronary perfusion and the cerebral oximetry saturations,however, the patient still required significant pressor support and cardiopulmonary bypass (cpb) was initiated. The patient showed no signs of recovery so the surgeon performed a median sternotomy and visually inspected the valves. The sapien valve had pushed a leaflet of the perimount valve over the left coronary ostium. There would be transient flow with diastolic backflow but it was insufficient. The sinuses of valsalva (sov) were very effaced and the entire ascending aorta was narrow with ridges of calcification. It appeared as if there was a portion of the aorta overhanging the sapien valve (calcium or atheroma at the level of the sinotubular junction). The sapien and perimount valves were resected and a new 21mm perimount valve was sewn in place. However, the second perimount valve appeared to also be occluding the left coronary ostium. The second perimount valve was then resected, and a 21mm mosaic valve was sewn in place. Multiple attempts were made to wean the patient off cpb without success. The coronary arteries were re-imaged without any obvious indications for coronary intervention. The team continued to resuscitate the patient; however, they were unsuccessful and the patient expired. The patient underwent surgical avr in 2003 and received a 21mm perimount, which had developed severe stenosis with a peak gradient of 100mmhg. The annular diameter within the severely calcified 21mm perimount valve was 19mm. The aortic root was moderately calcified. The sinuses of valsalva (sov) were described as very effaced. The patient¿s ejection fraction (ef) was 50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
Cine and echo images were submitted to the edwards medical director for review. Observations: cine perimount valve seen in the aortic position. No evidence of porcelain aorta and no mitral annular calcification (mac). Selective left coronary angiogram was normal. Pre-deployment position 45:55 lateral and 35:65 medial. During deployment the delivery system and valve moves aortic 60:40. Post deployment aortogram demonstrates timi 3 flow of the left coronary artery, as well as the absence of significant aortic regurgitation (ar). Tee tee demonstrates normal leaflet motion of the 3 cusps of the sapien, without evidence of non-functioning leaflet or ar. Impressions: risks factors for coronary artery obstruction after valve in surgical valve include: obliteration of the sinus of valsalva (sov), presence of leaflet calcification on the surgical valve and significant valve oversizing. It is difficult to assess sov obliteration in the presence of a pre-existing surgical valve. In addition, it is difficult to assess leaflet calcification due to artifact of the surgical valve. Presence of significant valve oversizing is evident as a 23mm sapien was placed in a 19mm orifice. Tee demonstrates normal leaflet motion of the 3 cusps of the sapien, without evidence of non-functioning leaflet or ar. In the images provided, the reported coronary obstruction and non-functioning leaflets could not be confirmed. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. Additionally, the IFU indicates that valve regurgitation is a potential adverse event associated with the tavr procedure. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the coronary occlusion and sub-optimally functioning leaflet could not be confirmed based on the imaging provided. However, per report, when the patient was converted to open surgery the physician noted that the sapien valve had pushed a leaflet of the perimount valve over the left coronary ostium, likely leading to the coronary occlusion. Additionally, a portion of the aorta (calcium or atheroma at the level of the sinotubular junction) appeared to be overhanging the sapien valve, potentially contributing to the reported sub-optimally functioning leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.